Event description:
The patient had two model 3186 leads from the same lot. It was reported the patient experienced a loss of stimulation coverage to her right side. X-rays taken did not reveal any anomalies. An sjm rep met with the patient and confirmed one of her scs leads had invalid impedances. Additionally, the patient has experienced multiple falls. One of the patient's scs leads was explanted and replaced during revision surgery on (B)(6) 2014. The patient reportedly has effective stimulation coverage postoperative.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.